Event description:
It was reported that the atrial lead was exhibiting over-sensing. No further information is available, and no patient symptoms were reported.

Manufacturer narrative:
Voluntary medwatch mw5120730.